Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7295651, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary beast augmentation with 550cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. The patient noted firmness in her breasts and capsular contracture was diagnosed by a physician. The capsular contracture was baker grade IV on the right side and baker grade iii on the left. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-03058 for contralateral prosthesis report.